Event description:
During a percutaneous transluminal angioplasty (pta), the tip of the brite tip sheath broke of during insertion. The product did not break inside of the patient. The product was clinically used without any adverse consequences to the patient. The product was discarded, therefore, films are not available. The product will not be returned for analysis. The vessel was mildly calcified and tortuous.

Manufacturer narrative:
This product is not available for analysis. Additional information will be provided within 30 days of receipt.